Manufacturer narrative:
The returned lead had been cut through about 51 cm proximal of the tip electrode and was only available in fragments. Only the distal part of the lead was returned for analysis. The proximal lead fragment, including the fork with the connector outputs, was not available for analysis.the returned fragment was checked visually, mechanically, and electrically. Aside from the existing cut through the lead, a deformation of the shock coil was detected, which was most likely a result of the explantation. The measurement of the direct-current resistances of the electrical conductors proved to be inconspicuous.the manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - it was reported that the lead was explanted 95 months after the implantation due to an increased impedance.